Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the display with auditory and vibratory features were operational. The symbols on the keypad cover were worn off but the cover was intact. The ¿ok¿ button responded intermittently. Removal of the cover found contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found tactile issue with the 'ok' button and contamination was found under all the keypad button contacts. This report is made based on the results of investigation completed on 08/27/2015.